Event description:
The customer's mother stated that the customer had high blood glucose. The blood glucose reading was 212 mg/dl. The customer's mother also stated that the insulin pump is working well and the infusion sets are fine. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.